Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related MFR report: 1627487-2021-13566. It was reported one of the patient's scs system leads was exhibiting low impedance. X-ray imaging revealed the leads had migrated out of the epidural space. Surgical intervention was taken and the leads were replaced. Effective stimulation therapy was restored postoperatively.